Event description:
It was reported in an article that a patient underwent a procedure on an unknown date to treat an unstable distal clavicular fracture and suture was used. The patient experienced postoperative hematoma requiring unknown re-intervention. It was stated that the postoperative complications did not influence the final result of the treatment. Additional information has been requested.

Manufacturer narrative:
(B)(4) - unknown re-intervention; hematoma occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.